Event description:
Customer alleges leaking oil and will not hold. Return qt done. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1078987 rev j (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's preexisting medical condition states he is quadriplegic. The consumer's medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the lift is leaking oil and will slowly drift down, not holding the load. A pump cylinder has been ordered and the lift is to be repaired on (B)(4) 2012. No injury alleged.